Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for device breakage, uterine perforation, pelvic pain, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, genital haemorrhage, device intolerance, hypersensitivity, dyspareunia and mental disorder were unknown. Essure was removed on (B)(6) 2024. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number:(B)(4). Device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of uterus] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] brain fog [brain fog] memory loss [memory loss] dizziness [dizziness] menopausal symptoms [menopausal symptoms] hair loss [hair loss] fatigue [fatigue] metallic taste in mouth [taste metallic] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 39-year-old female patient who had essure inserted (lot no. He011ck) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of migraine, vaginal discharge, foggy feeling in head, forgetfulness, oophorectomy, upper abdominal pain, vaginal bleeding, elective caesarean section (2), increased blood pressure, parity 2, drug allergy (penicillin), disorder urinary tract, kidney disorder, asthma and hypertension. Previously administered products included: yasmin. The patient had a family history of deep vein thrombosis and gallstones. Concurrent conditions were listed as taste metallic, joint pain, anxiety, stress, depression, anxiety, hypertension, bell's palsy, ovarian cyst, nausea and abdominal pain. The only concomitant product mentioned was ramipril. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), brain fog ("brain fog"), amnesia ("memory loss"), dizziness ("dizziness"), menopausal symptoms ("menopausal symptoms"), alopecia ("hair loss"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (total laparoscopic hysterectomy and right salpingooophorectomy). Essure was removed on (B)(6) 2024 at the time of the report, the outcomes for device breakage, uterine perforation, pelvic pain, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, genital haemorrhage, device intolerance, hypersensitivity, dyspareunia, mental disorder, brain fog, amnesia, dizziness, menopausal symptoms, alopecia, fatigue and dysgeusia were unknown. The reporter considered alopecia, amnesia, bladder disorder, brain fog, device breakage, device dislocation, device intolerance, dizziness, dysgeusia, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menopausal symptoms, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: uncomplicated hysteroscopic sterilization -2-3 coils on left side and 4¿5 coils seen on right side. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: clinical information: constant right upper quadrant pain. Normal appearance and outline of the liver. There is no intrahepatic or biliary duct dilatation seen. No abnormal liver lesion. The gallbladder outlines normally with no calculi seen within. Normal appearances of the spleen, pancreas, adrenal glands and both kidneys. The unprepared bowel shows no gross mucosal lesion with mild scattered diverticulosis throughout the large bowel and no evidence of diverticulitis. There is no mesenteric, retroperitoneal or pelvic lymphadenopathy. Normal outline of the uterus with bilateral sterilisation coils noted. No free fluid in the abdomen or pelvis. No vascular abnormality seen. Visualised lung bases are clear. No abnormal bony lesion seen. Conclusion: no focal abnormality identified on CT to account for the patient's symptoms [oesophagogastroscopy] on (B)(6) 2017: indications: constant right upper quadrant pain with bloating, halitosis & variable bowels. Comments: no cause for right upper quadrant pain found. [Pathology test] on (B)(6) 2024: the histology result of the uterus and right tube and ovary that were removed. This has been reported as normal. [Ultrasound pelvis] on (B)(6) 2016: the patient informs physician that she has had a left oophorectomy post emergency surgery for a benign ovarian mass. She has also had a previous caesarean section. Impressions: 1. A fluid collection is noted within the endometrial cavity with a depth of 7mm at the fundus. 2. Well defined avascular lesion noted within the anterior myometrium. This may well represent a subserous fibroid indenting the cavity. 3. There is free fluid noted in the right adnexa. 4. Limited views of the right ovary but no gross abnormality seen; on (B)(6) 2022: us pelvis (transabdominal): pmb referral, follow up on (B)(6). No actual period for 5 years. Periods became erratic after sterilization. Brown pv loss on (B)(6) 2022 lasted for 3 days. Sterilized 2016 essure. G 2 p 2 2 x cesarean section left dermoid cyst - oophorectomy facial weakness developed in pregnancy. Hrt not currently taking. Vaginal dryness, dyspareunia us pelvis (transvaginal): the uterus is anteverted and measures 80 x 34 x 49 mm. It is normal in shape and echogenicity. The essure coils are seen correctly sited in the intersitital region of the tubes. The endometrium is smooth and regular with an et of 3.2 mm. The right ovary measures 12 x 15 x 16 mm and appears normal. No follicular activity seen. There were no masses or free fluid in the pelvis. Impression: thin et [ultrasound scan vagina] on (B)(6) 2016: a transvaginal scan was carried out. The essure implants were deemed correctly sited impressions: correctly sited essure implants. Had a transvaginal scan which showed optimally placed micro inserts. The most recent follow-up information incorporated above includes data received on: 01-oct-2024: medical record received. New events brain fog, memory loss, dizziness, menopausal symptoms, hair loss, fatigue, metallic taste in mouth are added. Medical history, concomitant conditions, concomitant drugs were added. Lab data updated. New reporters were added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for device breakage, uterine perforation, pelvic pain, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, genital haemorrhage, device intolerance, hypersensitivity, dyspareunia and mental disorder were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of uterus] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] brain fog [brain fog] memory loss [memory loss] dizziness [dizziness] menopausal symptoms [menopausal symptoms] hair loss [hair loss] fatigue [fatigue] metallic taste in mouth [taste metallic] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure") and perforation ("perforation of the uterus or other structure") in a 39 year-old female patient who had essure inserted (lot no. He011ck) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of migraine, vaginal discharge, foggy feeling in head, forgetfulness, oophorectomy, upper abdominal pain, vaginal bleeding, elective caesarean section (2), increased blood pressure, parity 2, drug allergy (penicillin), disorder urinary tract, kidney disorder, asthma and hypertension. Previously administered products included: yasmin. The patient had a family history of deep vein thrombosis and gallstones. Concurrent conditions were listed as taste metallic, joint pain, anxiety, stress, depression, anxiety, hypertension, bell's palsy, ovarian cyst, nausea and abdominal pain. The only concomitant product mentioned was ramipril. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), brain fog ("brain fog"), amnesia ("memory loss"), dizziness ("dizziness"), menopausal symptoms ("menopausal symptoms"), alopecia ("hair loss"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (total laparoscopic hysterectomy and right salpingooophorectomy). At the time of the report, the outcomes for device breakage, uterine perforation, pelvic pain, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, genital haemorrhage, device intolerance, hypersensitivity, dyspareunia, mental disorder, brain fog, amnesia, dizziness, menopausal symptoms, alopecia, fatigue and dysgeusia were unknown. The reporter considered alopecia, amnesia, bladder disorder, brain fog, device breakage, device dislocation, device intolerance, dizziness, dysgeusia, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menopausal symptoms, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: uncomplicated hysteroscopic sterilization -2-3 coils on left side and 4¿5 coils seen on right side. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: clinical information: constant right upper quadrant pain. Normal appearance and outline of the liver. There is no intrahepatic or biliary duct dilatation seen. No abnormal liver lesion. The gallbladder outlines normally with no calculi seen within. Normal appearances of the spleen, pancreas, adrenal glands and both kidneys. The unprepared bowel shows no gross mucosal lesion with mild scattered diverticulosis throughout the large bowel and no evidence of diverticulitis. There is no mesenteric, retroperitoneal or pelvic lymphadenopathy. Normal outline of the uterus with bilateral sterilisation coils noted. No free fluid in the abdomen or pelvis. No vascular abnormality seen. Visualised lung bases are clear. No abnormal bony lesion seen. Conclusion: no focal abnormality identified on CT to account for the patient's symptoms [oesophagogastroscopy] on (B)(6)2017: indications: constant right upper quadrant pain with bloating, halitosis & variable bowels. Comments: no cause for right upper quadrant pain found. [Pathology test] on (B)(6)2024: the histology result of the uterus and right tube and ovary that were removed. This has been reported as normal. [Ultrasound pelvis] on (B)(6)2016: the patient informs physician that she has had a left oophorectomy post emergency surgery for a benign ovarian mass. She has also had a previous caesarean section. Impressions: 1. A fluid collection is noted within the endometrial cavity with a depth of 7mm at the fundus. 2. Well defined avascular lesion noted within the anterior myometrium. This may well represent a subserous fibroid indenting the cavity. 3. There is free fluid noted in the right adnexa. 4. Limited views of the right ovary but no gross abnormality seen; on (B)(6)2022: us pelvis (transabdominal): pmb referral, follow up on (B)(6). No actual period for 5 years. Periods became erratic after sterilization. Brown pv loss on (B)(6)2022 lasted for 3 days. Sterilized 2016 essure. G 2 p 2 2 x cesarean section left dermoid cyst - oophorectomy facial weakness developed in pregnancy. Hrt not currently taking. Vaginal dryness, dyspareunia us pelvis (transvaginal): the uterus is anteverted and measures 80 x 34 x 49 mm. It is normal in shape and echogenicity. The essure coils are seen correctly sited in the intersitital region of the tubes. The endometrium is smooth and regular with an et of 3.2 mm. The right ovary measures 12 x 15 x 16 mm and appears normal. No follicular activity seen. There were no masses or free fluid in the pelvis. Impression: thin et [ultrasound scan vagina] on (B)(6)2016: a transvaginal scan was carried out. The essure implants were deemed correctly sited impressions: correctly sited essure implants. Had a transvaginal scan which showed optimally placed micro inserts. Lot number: he011ck, manufacture date:2015-10, expiration date:2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.